Manufacturer narrative:
Due to character limit in e1 initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the while using fiber optic catheter on patient, cardiosave intra-aortic balloon pump (iabp) did not display bp values. Users able to see bp waveform, without values however. Users disconnected pump from patient and swap out pump to continue treatment without issue.no patient harm.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation finding, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fse was unable to replicate user complaint. Successfully completed a simulated treatment with training catheter, simulator, and fiber optic tester without issue, obtaining bp waveform and values. Showed biomed simulated treatment to illustrate the bp values thus unable to replicate. Consulted with getinge clinical specialist, whom indicated bp values when using fo catheter in auto mode show 46 seconds after pressing start button. Pump in fact showed values at 46 seconds. Summarize observations and operation to biomed to be passed along to cathlab personnel. Unit calibrated and passed all functional and safety tests per factory specifications.